Event description:
Pt implanted with matrix plif at l4-l5 on an unk date was discovered to have a non-union and adjacent level disease. Pt was returned to operating room on (B)(6) 2012, hardware was removed, pt revised to another matrix construct, levels l3-l4, l4-l5. During the removal two instruments broke, screwdriver, distractor, with all fragments being retrieved. The procedure was completed, pt is reportedly recovering well. This is 11 of 12 reports.

Manufacturer narrative:
Device received. Visual inspections noted the most distal distractor pin sub-assembly on the movable distractor arm has become unassembled; neither the distractor pin, nor the hinge-joint presspin used to assemble it have been returned. After closer inspection of the as returned device, there were no anomalies were discovered. Since the disassembled distractor pin/presspin were not returned, evidence could not be collected regarding the failure mechanism. It is likely that the spot welds around the presspin hinge joint became compromised due to unintentional impact during handling, which allowed the presspin to become increasingly displaced with each subsequent use. Normal use of the device would be possible throughout the failure process; a non-technical evaluator would likely be unaware of the assembly state. Review of the complaint history showed two (2) similar complaints occurring in the design's lifespan, none of which posed any risk to the patient. Damage from improper handling is a general risk for all instruments and due to its unpredictable nature is typically not included in the risk assessment; probability of occurrence in improper handling shows no significant increase after inclusion of this incident. No irregularities were found during the device history record review. The pins were secured with two laser welds on both sides on (B)(4) 2011.

Manufacturer narrative:
Investigation could not be completed, n conclusion could be drawn as no device was returned. Review of mfg records have been requested.

Manufacturer narrative:
(B)(4): visual inspections noted the offset arm was detached from the assembly and was not returned. The returned parts of the distractor corresponds to the drawings and processes at the time of manufacture and functions normally. However the evaluation can not be completed as the pin and the arm which detached itself was not returned. According to the DHR review the pin was secured in two places with laser welds unfortunately this cannot be confirmed as the parts are missing. Dimensions that could be measured were found to meet specifications. (B)(4): placeholder.